Event description:
It was reported the procedure was being performed in the surgery department. The physician accessed the patient's artery with the needle and then advance the guide wire through the needle. While advancing the guide wire they met resistance and couldn't advance any further. At which time, the physician withdrew the catheter and noticed that the spring wire guide was bent. As a result, a second kit was opened and placed successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). A sample will not be returned for evaluation.